Event description:
Endotoxin membrane casing on centurion 15000 from ameriwater fractured and water streaming out from inside the machine. Patient being dialyzer at the time lost more than 200ml's of blood and dialysis and was discontinued from a result of the mobile reverse osmosis machine failure.